Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced muscle stimulation. Diagnostic imaging was performed and confirmed that the left ventricular (lv) lead was dislodged. The lv lead was successfully repositioned to resolve the event. The patient was stable following the procedure and there were no adverse consequences.